Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to af. Since then frequent noise was observed leading to inappropriate detection of vf. Externalized conductors were observed via diagnoistic imaging. The lead was explanted.